Manufacturer narrative:
(B)(4). Date sent: 6/15/2026 d4 batch#: a98e5m d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a test handpiece on the energy system; during functional testing, it was noted that the max hand control button was nonfunctional. However, the device did activate when tested with the footswitch. The device was tested with the test media and performed as expected. The device was disassembled to verify the condition of the internal components. Corrosion was found at the max hand activation dome. The corrosion in the dome is possibly caused when the device was soaked for cleaning before shipment for analysis. Due to the moisture discovered on the instrument, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude the root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. Please notify us of any processes or conditions that could have contributed to the moisture in the instrument. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information received: when using the har36cn head for luminal rectal resection, the hospital's gastrointestinal surgery experienced low energy output, poor hemostatic results, and very slow cutting. After the troubleshooting procedure, it was still not resolved, so the procedure was completed by replacing the new head. A manufacturing record evaluation was performed for the finished device batch a98e5m, and no non-conformances were identified.

Event description:
It was reported that during a luminal rectal resection procedure that it was hard to cut the tissue with the scalpel. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.